Manufacturer narrative:
(B)(4) method: due to the nature of the anonymous customer, no further information could be provided, nor was the subject rt330 optiflow junior tubing kit available to be returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the initial information provided by the customer and our knowledge of the product. Results: the customer stated that the rt330 optiflow junior tubing kit connection location was damaged. No further information was provided. Conclusion: without the return of the subject rt330 optiflow junior tubing kit, photographs or additional information, f&p healthcare's investigation is unable to confirm and determine the cause of the reported issue. The user instructions provided with the rt330 optiflow junior tubing kit include the following: "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
An import export company in brazil reported via a fisher & paykel (f&p) healthcare field representative that the connector of an rt330 optiflow junior tubing kit was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
An import export company in brazil reported via a fisher & paykel (f&p) healthcare field representative that the connector of an rt330 optiflow junior tubing kit was damaged. There was no reported patient involvement.